Event description:
During the use of tls tape through tibia tunnel the tape broke and only few fribes kept the graft.

Event description:
During the use of tls tape through tibia tunnel the tape broke and only few fribes kept the graft.